Manufacturer narrative:
"An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on huawei mate 20 pro (android 10, emui 11) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have determined that the three failed pairing attempts were attributed to the supervisor_timeout error returned by the android os, with two of these cases being specifically linked to esf (B)(4). The root cause of the issue is related to pump behavior which is recorded under this esf. This software anomaly was observed for huawei phones which were updated to emui 12+. There are some changes that cause an error in the pump pairing process. To assist with the resolution of the issue, initially, we provided the helpline team with the following workaround to ensure that it is addressed effectively:  there are some changes in emui version 12.0.0+ which breaking the pairing process, the possible solution is waiting for new pump firmware 6.21. Trying to update emui version to the latest one. Also, a switch to another, non-huawei phone should resolve this problem as well. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the minimed mobile application had not worked anymore. Troubleshooting was performed and advised to delete the bluetooth settings and mobile device pair to pump; however, the issue was not resolved. No harm requiring medical intervention was reported. The customer continued the use of the application and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.